Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the monitor failed to set up a baseline. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. Belt sn (B)(4) was returned and evaluated at the distributor. The reported problem (connect electrode belt messages) was confirmed. Upon evaluation of the electrode belt, the trunk cable connector will not latch with a monitor the root cause of the damaged connectors is excessive force placed at the connectors.   No adverse events occurred from the damaged monitor and electrode belt. Manufacture dates: monitor sn 07046354 - 2/26/2013 belt sn 59027607 - 1/20/2012

Event description:
A us distributor reported that a patient was experiencing check therapy pad messages and connect electrode belt messages.